Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported PICC 1 (s.b) -(B)(6) 2024 PICC inserted -(B)(6) 2024 PICC removed -leakage noticed on (B)(6) 2024 and therefore removed. Catheter trimmed to 37cm -0cm at exit site, -statlock securement device used, -hole noticed at 20cm internally after removal. No other information was provided.

Event description:
It was reported PICC 1 (s.b) on (B)(6) 2024 PICC inserted on (B)(6) 2024 PICC removed, leakage noticed on (B)(6) 2024 and therefore, removed. Catheter trimmed to 37 cm -0 cm at exit site, statlock securement device used, hole noticed at 20 cm internally after removal. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-06667 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-06586.